Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing air problems, headaches and bronchial whistling sounds. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing air problems, headaches and bronchial whistling sounds. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer received new information that the device has returned to the third party service center. The device was returned to a third party service center. During the evaluation, the device was visually inspected and found no evidence of foam particles in the device. The device passed all final test.